Event description:
It was reported that patient had a loss of speech understanding and headaches since november 2004 due to the active electrode being unstable. A new fitting was created for self and patient was satisfied.